Event description:
A report was received that the patient underwent an explant due to skin erosion around the paddle lead site. During the original implant procedure the physician had to remove a non device related sebaceous cyst near the lead site. The physician believes that the removal of the cyst caused the skin to break down around the lead site and not being able to properly heal. The physician decided to explant the patient and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02, serial#: (B)(4), model description:precision implantable pulse generator. Explanted ipg and lead will not be returned to bsn as they were discarded by medical facility.